Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal conductor of the lead was extr insically over-rotated, there was blood on the distal conductor of the lead and it was not obstructed, the outer insulation of the lead was extrinsically breached due to a cut, the overlay tubing of the lead was observed to have blood ingression, and visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was received with the helix fully retracted and distortion of the distal conductor within the is-1 connector was noted. This is indicative of the connector pin being turned an excessive number of times during helix retraction.

Event description:
It was reported that during the implant procedure, the right ventricular lead showed diminished r-waves after being connected to the device. The physician observed blood under the insulation and decided to removed and replace the lead. The physician sliced the lead during the removal procedure. No patient complications have been reported as a result of this event.